Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va281q4, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a fall and the lead was severed above the sacrum and disconnected from the ins there. The ins was still attached to the lead away from the midline. The ins and lead were explanted and replaced. The issue was confirmed resolved. No symptoms were reported.